Event description:
Reportable based on analysis completed on 13-feb-2015. It was reported that crossing difficulties were encountered.  The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 32 x 3.00mm taxus¿ liberté¿ was advanced to treat the lesion, however, resistance was noted and the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with a stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue or damages with the shaft polymer extrusion profile and hypotube profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).